Event description:
It was reported that the patient presented to the hospital with staph infection. The infection was treated with antibiotics. One week post discharge the patient experienced pocket infection with swelling and fever. The right atrial and right ventricular leads exhibited vegetation. Implantable cardiac defibrillator and the leads were explanted. The patient was in stable condition post procedure.